Manufacturer narrative:
Complaint no. (B)(4). The device will not be returned.

Event description:
It was reported that the physician is having difficulties with this kit. When using the 4fr 2 lumen central line from one kit, the swg was "almost torn." The physician then used a 5fr catheter. No additional info is available.